Event description:
A registered nurse from a hospital called on 5/2002 regarding a surestep meter used at an ambulance service. An ambulance responded to a call for a pt. They tested pt's blood glucose twice on the surestep meter and got 11.0 mmol/l and 0 on the meter. They also did a test on the accucheck meter which gave a result of high. "The pt was transported to the hospital based on the symptoms, not on meter readings." The pt was admitted to the ER and was given IV therapy for high blood glucose. A lab reading was taken within 15 minutes of reading on the surestep meter and was 843 mg/dl. 11.0 mmol/l (198 mg/dl) was compared to the lab reading of 843 mg/dl. The test strips were in good condition and the qc passed on the subject meter. Following this incident, the registered nurse did a meter to another meter comparison on a healthy adult with the surestep meter 71 mg/dl and the other meter reading 91 mg/dl. The surestep meter at this time was not in the mmol/l unit of measurement. No further info has been reported.